Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used at end of procedure to close the patient's vaginal cuff. Following laparoscopic robotic hysterectomy, the patient went into the doctor¿s office and the doctor tried to cut out the suture out of the vaginal area but could not get all the suture. This was causes pain to the patient. It was also reported that patient's boyfriend's penis has been cut by the barbs upon intercourse.